Event description:
This was a cardiac lead extraction conducted in the ep lab to remove 2 fractured rv leads (mdt 6949 - 72mths old & mdt 6945 - 144mths old). The patient was prepped with an arterial line, fluoroscopy in use and tee available, and the cvs on call. Both leads were cut and lld-ezs were inserted to the distal tip of each lead. The md began lasing and successfully extracting the mdt 6949 with a 14f sls ii and a visisheath m 33cm. Using the same devices the md began lasing the mdt 6945 until the lead insulation was noted to have begun breaking down and the coil was stretching. It was at this time the md upsized to the 16f sls ii and a visisheath l 23cm and progression stopped just past the proximal coil. At no point was the visisheath advanced past the distal portion of the sls ii. It was noted via fluoroscopy the boarders of the heart had slowed followed by a drop in blood pressure. Lasing was stopped and a tee was performed confirming an effusion; the cvs was paged. An emergent pericardiocentesis was performed by the md, 10 minutes later the cvs arrived and approximately 20 minutes later the cvs performed a sternotomy. Within 30 minutes, the patient was placed on bypass and blood products were hung. A tear in the svc/ra junction as well as an apical tear was noted and successfully repaired. The md again reinserted the 16f sls ii and visisheath l 23cm and successfully extracted the remaining mdt 6945. The patient was stabilized and transferred to the ICU for recovery. An internal lhr review was conducted finding no issues or non-conformances.

Manufacturer narrative:
Device analysis: device model# 500-013, serial# (B)(4) was received on (B)(4) 2012 and investigation concluded on (B)(4) 2012. This device was used in a lead extraction case which resulted in a patient injury. There was no claim made by the physician of device malfunction or the device being the causative factor in the patient's injury. Visual inspection showed minor kinks 4.5" from the distal tip and 0.5" from bifurcate consistent with use of the device. There were no broken components, loose connections, tip damage, or fiber optice coupler damage noted. No problem found with the device, functioned as intended.